Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. No low battery alarms or unexpected battery power loss noted during testing. However, the power management parameters graph displayed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) outside of spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. Upon further investigation, the adapt tool revealed pump error 25 found on 10/21/2025 09:00:00.000 and 10/30/2025 10:00:00.000. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. No moisture damage was noted on electronic assembly. The internal battery connector was then unplugged for 10 seconds and reinserted. The unit was then monitored for 24 hours and a new power graph was generated after redownloading unit history files. The new power management parameters graph demonstrated the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) returned to expected spec range after reinserting the internal battery connector. The unit was received with the following cosmetic damages: label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when no low battery alarms or unexpected battery power loss was noted during download review or during testing, and the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. However, the power management parameters graph displayed abnormal behavior outside of spec range in addition to pump error 25 recorded in adapt. Overall, power anomaly was caused by connector resistance issue on j6. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low short battery life issue with insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer received replace battery now alarm and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1880 will be returned for analysis.